Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, blood foamed out of the gas exit port. The oxygenator was setup and primed without issue. Two hours into cpb, the perfusionist noted a "spurt of blood" from the gas outlet port. After the initial spurt, the perfusionist observed a continuous slow drip for the remainder of cpb. There was no change in oxygenator performance, and the procedure was completed successfully. The estimated blood loss was 50-100 ml. Terumo considers a serious injury to have occurred at 100ml of blood loss. Due to the unknown amount, terumo is proactively submitted this report as a serious injury. 50-100 ml blood loss. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion. (B)(4).